Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported sparking at the bipolar cables, and the cable broke off during procedure involving an olympus electrical only medical device connection cable, reusable. There was no patient injury reported.